Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that the patient's implantable neurostimulator (ins) was removed in november 2015 because it did not work for the patient. Additional information has been requested regarding clarification if the allegation was a device or therapy issue, cause, and event date, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.